Event description:
Customer reported she was hospitalized due to high blood 670 mg/dl, treated with the insulin pump. Customer was vomiting and did not feel well. Customer was diagnosed with diabetic ketoacidosis. Customer was discharged with manual injections for lantus. The derive support cap appears to be normal. Customer did not want to continue troubleshooting on the device. Customer's current blood glucose was 160 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. The device was received with cracked case at display window corners and reservoir tube. The device was received with scratched display window, missing end cap sticker, and broken battery tube threads.